Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the ophthalmic console experienced intermittent laser function and that one of the illuminators was not working. Details of the procedure and any patient impact were not provided. Additional information has been requested but is not available at the time of this report.